Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on (B)(6) 2015, to report that a patient experienced a missing sensor wire that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. After inserting the sensor on the patient, they waited 2 hours and the session did not start. Patient removed the sensor and realized that it did not have a cannula. The transmitter was firmly snapped into place and had been cleaned with alcohol. It was further reported that the wire was not present and the collar had been completely retracted. The patient did not have difficulty in the insertion process. No additional event or patient information is available.